Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate. As a result the device would not suction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon would not inflate. As a result, the device would not suction.

Manufacturer narrative:
Received 1 used reliaivac device. During the visual inspection, nothing was found that could have contributed to the reported event. Per the functional evaluation, the balloon was inflated and it was found that it slowly deflated. Therefore, the reported event was confirmed with an unknown cause. The root cause was unable to be determined; however, there may have been a pinhole in the latex. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "deflated balloon: check all connections for air leak and drain perforations for exposure above the skin and follow step ¿11¿ above. If still deflated, replace the evacuator." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate. As a result, the device would not suction.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the balloon would not inflate. As a result the device would not suction.